Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield skull clamp loosened twice during a procedure. Reportedly there was no pt injury involved with this event. Further info is unavailable at this time, but additional clinical info has been requested.